Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds 80921u175) was advanced to the mitral valve. After grasping, the clip opened while locked. Several attempts were made to open and close the clip, but the clip would not invert and a clicking noise was heard in the arm positioner. The lock lever was cycled, and the clip jumped open. The decision was made to not implant the clip and remove the cds. A new cds was used and the clip was deployed. The next cds (80402u121) was advanced to the mitral valve and grasping was performed; however, the posterior leaflet tore. Multiple grasps were performed, but it was not possible to achieve a good grasp. The clip was not implanted and the cds was removed. One clip was implanted and the mr remained at 4. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of mitral valve injury (tissue damage) and unchanged mitral regurgitation as listed in the mitraclip system instructions for use, are a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported failure to adhere or bond could not be determined in this incident. Additionally, the reported tissue damage and unchanged mr appears to be due to the reported failure to adhere or bond as tissue damage occurred and mr remained unchanged during grasping. There is no indication of a product quality issue with respect to manufacture, design or labeling.